Event description:
In 2008, it was reported to boston scientific corporation, that a procedure using a prolieve thermodilitation kit for benign prostatic hyperplasia (bph) occurred. According to the complainant, approximately 30 minutes into the procedure, it was noted the dilatation balloon leaked. They added water into the heat exchanger cartridge, and finished the procedure with the device. No patient complications were reported as a result of this event. This patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.